Event description:
A report was received stating the patient was no longer receiving effective therapy from the precision system. A bsn sales representative discovered the patient's paddle lead was exhibiting high impedances. The patient underwent a revision to replace the paddle lead and is reportedly doing well.